Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 223mm distal to the strain relief. There were also several kinks throughout the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-may-2016. It was reported that crossing difficulties were encountered and shaft kink occurred. The severely stenosed target lesion contained >90 degree bend and was located in the moderately calcified ostial left circumflex artery (lcx). Following predilation, a 32 x 2.25 promus premier¿ drug eluting stent was selected for use to treat the lesion. However, the stent failed to cross the lesion despite several attempts and the shaft was kinked at a segment of the device that was outside the patient's body. The stent was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.